Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented to the emergency room after feeling a vibratory patient notifier from the implantable cardioverter defibrillator. Upon interrogation, the device was found in backup vvi mode. The device was successfully restored to normal function, and there were no adverse consequences to the patient.